Manufacturer narrative:
Sample collection and centrifugation information was not available. A bec field service engineer (fse) was dispatched for this event. The fse reviewed qc data and observed the na results drifting low. The fse indicated that na calibration slopes were passing. Review of the precision run data provided by the customer shows a slight elevation in the coefficient variations (cvs) recovered for the na analyte. The fse cleaned the ionized selective electrode (ise) system and replaced the na electrode which resolved the issue. Failure mode: na electrode failure.

Event description:
A customer contacted beckman coulter (bec) in regards to obtaining intermittent issues with sodium results (quality control and patient results) since (B)(6) 2013 generated on the (B)(4) clinical chemistry analyzer. The customer indicated that the issue would be corrected by cleaning and recalibrating the system; however, the issue would return over time. The customer also stated that they are also now experiencing chloride (cl) issues. The customer reported that approximately twenty (20) corrected patient results were issued for this event. The customer is unable to provide actual patient data. The customer indicated that when the patient results are low the customer would recalibrate and rerun. The rerun would yield higher results that were considered correct. The customer also noted that this occurs when running quality controls (qc). The customer indicated that qc recovered values of 130/131 mmol/l on (B)(6) 2013. The customer recalibrated and reran the same controls shortly after and recovered values of 142/143 mmol/l. The customer has not been notified of any specific affect to patient treatment attributed to this event.